Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator shock was not getting delivered during operational check. There was no patient involvement.